Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva (ethyl vinyl acetate) 150ml bag was leaking from the welded areas between the administration port and the injection port. This event was observed while filling the bag prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the bag was leaking from between the injection port and bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.